Event description:
Customer reported, the system is not talking exposures. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a video cable. System operates as intended.